Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Pump was received with minor scratched display window, case and keypad overlay. Pump was received with faded and stained serial number label.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 200 mg/dl. Troubleshoot was performed. The insulin pump will be returned for analysis.